Event description:
It was reported that the ventricular catheter disconnected from the snap shunt assembly.

Manufacturer narrative:
The snap assembly on the returned shunt was within all dimensional specifications. There was a small area on the snap with a visible gouge on the outer edge. There were no other noted anomalies. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.